Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the battery life was only about a week, and that the pump would power off without warning. There were no reported blood glucose excursions as a result of the alleged malfunction. There is no additional information available at this time. This complaint is being reported because of the allegation that the pump was not alarming appropriately to replace the battery prior to shutting off.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump and the battery were returned for investigation. There was no damage found to the battery. There were several "low and replace battery" alarms/warnings observed in the pump alarm history. A review of the black box history shows that the pump was used after the reported complaint. There were no battery alarms or warnings noted during the evaluation and no issues were found to the battery voltage during investigation. An unacknowledged "empty cartridge'' alarm was observed for approximately 4 hours; followed by several ''loss of prime warnings'' during the evaluation. The pump was booted and the verify screen was displayed with the appropriate auditory and vibratory alarms. The pump was tested with an external power supply and all electrical currents were found to be within specification. Unrelated to the complaint, the keypad was torn around the down arrow keypad button. All of the keypad buttons responded to button presses. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.